Manufacturer narrative:
Updated to adverse event <(>&<)> product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on an unknown date the pump didn't work properly. When the patient requested a "bonus," the programmer gave an 8286 (empty reservoir occurred) error code with a bell logo appearing on the screen. Contributing factors included "the patient has been implanted since more than 15 years." It was unknown what troubleshooting was performed. The patient would be assisted by "bien-être assistance" in order to resolve the issue. It was unknown if surgical intervention occurred, but the pump status was reported as implanted - remains in service. It was unknown if the issue was resolved. The patient status was unknown. There were no reported symptoms. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was receiving sufentanil at 6.1904 mcg/day, and morphine at 7.4982 mg/day. It was stated the empty reservoir occurred on (B)(6) 2017, although the event was reported to medtronic on (B)(6) 2017. This discrepancy may be explained by differences in time zones. An audible empty reservoir alarm occurred. The patient had suffered pain again. The event was resolved; actions taken included draining and refilling the pump. The n'vision had shown an empty reservoir, but 25 ml remained in the pump. The patient had an x-ray without contrast agent, as the patient was allergic to iodine. The results revealed there was no occlusion of "kt." The cause of the volume discrepancy and the empty reservoir was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The representative did not know the exact date of when the empty reservoir occurred. Actions taken to resolve the event included the hcp went to empty the reservoir, and was surprised because the reservoir was not empty. The hcp then refilled the reservoir. Symptoms included the patient did not feel good. These symptoms resolved.